Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an ankle fix plus ti plt lg lt on (B)(6) 2016 on the left side. The device broke about 4,5 weeks after implantation.

Manufacturer narrative:
The device history record were reviewed and found to be conforming. The device was received, investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and investigation results becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): a concession was found that has no effect on the effectiveness of the product. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the plate was broken after 4/5 weeks. Review of received data: two undated x-ray pictures were received. The plate was fixed with eleven screws. It can be seen that the bone fracture of the patient did not heal. The plate was broken in the same area where the bone fracture is located. Furthermore, there are other 4 screws available on the x-ray. One of them seems to be broken (long compression screw). No further information was received for these four screws (manufacturer unknown). Devices analysis: visual examination: the broken plate and eleven screws were returned for investigation. The four additional unknown screws seen on the x-rays have not been returned for investigation. The plate shows that the breakage occurred through three bore holes. The fracture surfaces are highly damaged and polished areas are visible. It is unclear why, when and how these surface abnormalities occurred. Therefore, a meaningful analysis of the fracture pattern cannot be done. In the bore hole for the kirschner wire (this is one of the bore holes which are located in the breakage line) a drill mark can be detected. It cannot be said when this deformation was done. There are also drill marks visible in the oblong hole. Several scratches can be found on the plate surface. Eight screws out of 11 are locking screws and the other three are standard screws. One locking screw received shows that a part of the head was broken and there are still bone substance visible on the screw. Root cause determination using risk management worksheet: plate breakage due to lack of adequate strength not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of plates and screws due to inadequate design for intended performance of device. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of implant due to explanted implant is used for new implantation surgery. => possible, as no patient stickers were available this point cannot be excluded. Off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Failure of surgery due to insufficient warning of side effects. => possible, it is possible that the patient did not follow the post op instructions. No surgical reports available. No patient information available. Conclusion summary: it was reported that the plate was broken after 4/5 weeks after implantation. The broken plate, screws and two x-ray pictures were sent for investigation. There is no surgical report available of implantation or revision. The review of the x-ray pictures showed that the plate was broken on the same area where the bone fracture is located. The visual examination of the plate shows that the fracture surfaces are damaged and deformed. It is unknown when this deformations occur. A meaningful analysis of the fracture surface is therefore not possible. There are several factors which may have contributed to the breakage: it can be that the plate was over stressed; too much weight applied on the plate. Patient factors that may affect the performance of the plate such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, an exact root cause for the plate breakage after 4/5 weeks could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).